Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced a proximal perforation and migration of one spectra penile prosthesis (spp) cylinder. The device was removed because the patient did not want it anymore. No further patient complications reported. Additional information received. The patient was fine after procedure, perforation will heal by itself.